Event description:
It was reported that the customer had high blood sugars and was hospitalized. Customer's blood glucose reading at the time of hospitalization was over 400 mg/dl. Caller stated that the customer was pushing buttons and appears that she may have a neurological issues and is not quite to the point where she will be able to manage the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.